Manufacturer narrative:
An event of perivalvular leak was reported in a research article. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported hospitalization and surgery were the results of case-specific circumstances. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients".

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article title: early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients".

Event description:
The article, "early outcomes following transcatheter closure with the amplatzer vascular plug and duct occluder for mitral paravalvular leak in japanese patients", was reviewed. The article presented a case study of a patient. It was reported that on an unknown date, a 27mm unknown st. Jude/abbott mechanical heart valve was implanted for mitral valve replacement. It was then reported 9.8 years post-procedure, the patient presented with lateral paravalvular leak associated with the mitral valve. A decision was made to implant two 6mm amplatzer vascular plug ii for off label use paravalvular leak closure. The mitral pvl grade improved from grade 3+ to trivial post-intervention. [The primary and corresponding author was hiroki niikura, division of cardiology, toho university ohashi medical center, 2-22-36 ohashi, meguro-ku, tokyo 153-8515, japan, with corresponding email: hniikura@oha.toho-u.ac.jp]